Event description:
A female was using this walker for assistance with ambulation. She had been using the walker for more than a year without incident. She was using the walker in the assisted living facility and the supporting bar under the seat apparently came apart, causing the walker to collapse when she was sitting on it. This caused her to fall and hit her cheek and back. She was evaluated by her physician who indicated there was bruising, but no fractures. No additional medical intervention was required.

Manufacturer narrative:
A sample has not yet been returned for evaluation, so no corrective action can be determined. A follow up report will be submitted once a sample is received and any corrective action is determined.